Event description:
It was reported that a portion of the depuy spine implant was broken during insertion. Pieces were removed and the surgeon decided to leave the remaining portion of the device firmly in place. No pt injury was reported as a result of this event. As surgical intervention occurred an MDR is being filed to document this event.